Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient had a hypoglycemic event and passed out. During this time the patient's glucose value was not know because the wearable had failed and no finger stick was taken. The patient's son called the ambulance and when paramedics arrived, the patient's bg was 70 mg/dl. They administered the patient glucose and continued treatment. A second bg reading was taken and it was 140 mg/dl. Paramedics offered to take the patient to the hospital but the patient refused. At the time of the report, the patient was feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.